Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from exteral contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error.

Event description:
It was reported that during a gastrectomy procedure, the generator alarmed and displayed error code 5. The doctor installed the test tip, and can function. Then changed another device to complete the or. No patient consequence.